Event description:
The patient was in the hospital for heart failure. The patient had not taken a reading since (B)(6) 2021. Multiple attempts were unsuccessfully made to get a reading. The sensor had previously been noted to be rotated. A current chest x-ray was reviewed, and it confirmed the sensor was rotated with the dots associated with the nitinol loops not visible on the image. Emi sources were removed, including the bp cuff, o2 sensor, and EKG leads, and the bed was unplugged. A reading could not be obtained at the time of the call. An hes reading was later possible. It was noted that the patient was not taking readings due to noncompliance. It was unknown if the heart failure was caused or contributed to by cardiomems.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.